Event description:
It was reported that the needle was clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: when trying to perform the test with batch 9030851, it is not observed the release of gas.

Manufacturer narrative:
H.6. Investigation summary: three (3) videos and one (1) photo were provided by the customer for investigation. However, due to an error the videos were not able to be viewed. The photo shows two (2) shelf cartons. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: based on the investigation conclusion and due to issues playing to videos provided by the customer, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: when trying to perform the test with batch 9030851, it is not observed the release of gas.